Manufacturer narrative:
The device involved in this event was not returned, therefore a root cause could not be established. Deterioration of the patch is possible from the body's reaction to the implant. The instructions for use provides the following warning: glutaraldehyde-treated tissue may be subject to late attack by the immune system with subsequent tissue deterioration. The benefits of use of the xenosure must be weighed against the possible risk of late tissue deterioration. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident or premature deterioration of the patch. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
The surgeon removed the xenosure biologic patch 5 days after surgery due to bleeding from the groin. According to the surgeon, the threads did not held in the patch wall. The surgeon suspected patch degeneration within a short period of time. The patch was explanted, but there was no death or serious injury resulting from the event.